Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, cgm app and os incompatible due to unsupported os update on smart device occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of cgm app and os incompatible due to unsupported os update on smart device could not be determined. A root cause could not be determined.